Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was auto reducing and the lead exhibited high impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.